Manufacturer narrative:
No device was received for analysis. A review of the manufacturing record for this particular batch (4574890) shows that the device met its material, assembly and product specifications at the time of its release to distribution. No root cause can be determined.

Event description:
Clinical trial. It was reported that post index procedure, the patient had a target vessel reintervention (tvr). The patient presented to the index procedure with unstable angina. The target lesion was located in the mid left anterior descending artery (lad) with 80% stenosis, a length of 10 mm and a diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of a 3.5 x 16 mm express2 bare metal stent. Post dilatation stenosis was 10%. Post procedure, the patient was noted to have elevated cardiac enzymes. The patient was discharged 2 days later on aspirin and plavix. On day 1725, the pt was admitted due to chest pain. Stenting was recommended and the pt returned on day 1733 for a stenting procedure. The 1st diagonal was treated with another manufacturers 2.5 x 18 mm and 2.5 x 8 mm stents. The distal cx was treated with another manufacturers 2.5 x 13 mm stent. The hospitalization was prolonged due to decreased hemoglobin, acute renal failure and diagnosis of a benign pancreatic cyst. The event was considered resolved 4 days later, when the patient was discharged on aspirin and plavix. The physician noted, it was unknown if the serious adverse event was related to the study device.